Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Functional testing was performed using 20 retained samples, and all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.